Manufacturer narrative:
A partial lead with the tip measuring 44.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 8.0-10.2cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead was explanted.